Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the nurse educator that the patient was having excessive gastric secretions leaking from the stoma site following a peg/j tube replacement procedure on (B)(6) 2015. A competitive product was placed and the excessive gastric secretions leaking from the stoma site continued. The patient was examined by a neurologist on (B)(6) 2015 and the plan is to watch the drainage. The patient has not yet started on the duopa medication.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).